Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s incident blood glucose level was 350mg/dl. The customer¿s current blood glucose was 86 mg/dl. The customer was treated with insulin pump and injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering because of increased basal 2 weeks ago and still had high blood glucose after eating. Drive support cap appears to be normal. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08830 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing.